Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("the essure device is almost completely imbedded within the omentum/ migration of implant / migration of essure device (3 cm from colon), found in colon") in a 24-year-old female patient who had essure (batch no. 686082, 50502884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fever, constipation, anesthesia and nicotine dependence. In 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced diarrhoea ("diarrhea"). In 2016, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2016, 5 years 11 months after insertion of essure, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain / cramps"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy,surgical removal of coil(s).). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, nausea, vaginal discharge, diarrhoea and endometriosis outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, endometriosis, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion date provided as (B)(6) 2010 and removal date provided as (B)(6) 2016. Trailing coils- left- 3, right -1 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: left fallopian tube patent; on an unknown date: unilateral occlusion (right tube occluded). On (B)(6) 2011 : multiple contiguous axial : left essure device is immediately adjacent to the sigmoid colon within the left anterior peritoneal fat and located approximately 2 cm deep to the left reclus muscle al approximately 4.4 cm from the midline. There is no evidence bowel perforation, although the device is adjacent to a loop of bowel. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device" most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received. Event were added from pfs as abnormal bleeding (vaginal, menorrhagia), he essure device is almost completely imbedded within the s). Omentum/ migration of implant / migration of essure device (3 cm from colon), found in colon, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, gastrointestinal or digestive system condition (diarrhea), other injury(ies) or complication (s) (endometriosis). Previously coded device dislocation was replaced to embedded device. Event outcome was added. Product information and lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the essure device is almost completely imbedded within the omentum/ migration of implant / migration of essure device (3 cm from colon), found in colon") in a 24-year-old female patient who had essure (batch no. 686082, 50502884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fever, constipation, anesthesia and nicotine dependence. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced diarrhoea ("diarrhea"). In 2016, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2016, 5 years 11 months after insertion of essure, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain / cramps"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, surgical removal of coil(s).). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, nausea, vaginal discharge, diarrhoea and endometriosis outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion date provided as (B)(6) 2010, (B)(6) 2010 and removal date provided as (B)(6) 2016, (B)(6) 2016. Trailing coils- left- 3, right -1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: left fallopian tube patent; on an unknown date: unilateral occlusion (right tube occluded). (B)(6) 2011: multiple contiguous axial : left essure device is immediately adjacent to the sigmoid colon within the left anterior peritoneal fat and located approximately 2 cm deep to the left reclus muscle al approximately 4.4 cm from the midline. There is no evidence bowel perforation, although the device is adjacent to a loop of bowel. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: embedded device." Batch number: 50502884, expiration date: 2013/02, manufacture date:2010/02; batch number: 686082, expiration date: 2012/11, manufacture date: 2009/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of product technical compliant. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016 and (B)(6) 2016). Essure was removed in 2016. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.